Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator shows transducer fault during testing. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis lab (fa lab) was able to confirm the reported problem through the events log but unable to duplicate the reported issue during the functional check. Vela main pcba will be placed on a 90 day hold.